Event description:
It was reported that the back struts on stent were messed up. The product was clinically used and will be returned. Additional information has been requested and will be submitted within 30 days upon receipt.